Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. Both meniscal suture loops are detached between the hub and the shaft. The other needles show no signs of physical damage. It was determined the device contributed to the reported event. The complaint was confirmed, and the root cause was associated with device design. A corrective action for this failure mode is in place. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A review of risk management found that the anticipated risk level is no longer adequate.

Event description:
It was reported that during set up of the procedure, when taking the meniscus menders out of the kit, the two lassos were broken at the junction between the stem and the handle. A back-up device was available to complete the procedure. No significant delay and no patient injuries were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the set up inspection, two lassos in the set meniscus mender were broken at the junction between the stem and the handle when taking them out of the kit. A backup device was available to complete the procedure. No significant delay and no patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.